Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the smart toe could not be opened. Moreover it was reported that the proximal share of the implant was loose primarily and hasn't extended correctly.

Manufacturer narrative:
Evaluation summary: the reported event that the implant did not expand could not be confirmed since the returned device is conforming to specification. The corrective action taken under CAPA (B)(4) to avoid bad expansion feeling was: "in surgical technique: add recommendation to use of sterile saline to get full expansion prior to suture the patient." With the labeling review, it was verified that the op tech reads: implants are delivered sterile - they need to be placed in the freezer (0°c /32°f, or below) for 2 hours or more prior to implantation. Note: to facilitate the shape memory process, the phalanges can be bathed in a warm sterile solution, between 37°c (98,6°f) to 40°c (104°f). We can conclude the root cause of this complaint is related to use if the device did not expand on time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the smart toe could not be opened. Moreover it was reported that the proximal share of the implant was loose primarily and hasn't extended correctly.